Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was not further described. The patient was hospitalized for the event on the same day as onset and was treated with vancomycin intraperitoneally. Seven days after hospitalization, the patient was discharged. At the time of this report, the patient had recovered from the event and had been retrained on proper aseptic technique. Pd therapy was ongoing. Additional information is not available.